Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue; up button unresponsive, remainder of the buttons have intermittent response. Keypad peeling up from the bottom. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the keypad was found to be torn around the up and down buttons. All keypad buttons were found to be unresponsive. The keypad cover was removed; contamination was present under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked above the bumper pad. Also unrelated to the complaint, the text on the display was found to be dim and had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.